Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device history records review was completed for part# 04.001.234s, lot# 5288985. Manufacturing location: (B)(4) , manufacturing date: aug 03, 2006, expiry date: jun 30, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent implant procedure on an unknown date. The patient subsequently developed a non-union. On (B)(6) 2018, the patient underwent a hardware removal of a titanium humeral nail expert and a titanium locking screw. During the surgery, surgeon removed the nail and one of the screws. The procedure was completed successfully. There was no surgical delay. Patient outcome is unknown. This report is for one (1) 7mm ti cannulated humeral nail-ex/270mm-sterile. This is report 1 of 2 for (B)(4).